Event description:
The pt was admitted to the hospital for up to two weeks with numbness and weakness to the lower extremities. A myelogram was done that confirmed a granuloma in her intrathecal canal. The pump and catheter were explanted; the surgeon also performed a five level laminotomy (t12 to l4) to remove the granuloma. The pt was reported to be "alive and still in the hospital" following the surgery. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.